Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 0155 boston scientific lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered due to 60-cycle interference on the implantable cardioverter defibrillator (ICD). There were no impedance measurements out of range associated. The device remains in use. No patient complications have been reported as a result of this event.